Manufacturer narrative:
The device was received; however, evaluation was not performed.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with insulin. Customer¿s blood glucose level was 150-347 mg/dl. Customer reverted to manual injections.